Event description:
It was reported that: patient experienced pain. Patient is describing the pain as the hip feeling like it is not in the joint. Patient is also reporting that the pain is in the femur bone and goes up her leg. Patient states that the incision area feels hot and hard to the touch at times. Patient also states that when she sleeps on her side at night, it is very painful she and has to sleep with a pillow between her legs.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplement report.